Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of p waves during atrial fibrillation episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 638bl30 heart band, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.